Manufacturer narrative:
Per the aberrometer analysis, there were some surgical factors which may have contributed to the reported event, including the presence of multiple bubbles and/or debris, poor limbal exposure and lens tilt. The analysis confirmed that the intraocular lens (iol) was implanted roughly against the rule. Additionally, the lens implanted was recorded as 2.25d of toricity power at corneal plane and it is unclear why this power was selected when pre-op astigmatism and system measurement indicated <0.5d of astigmatism. Although the contributing factors were identified, the root cause of the reported event could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported, a patient had an intraocular lens exchange due to the measurements during intraoperative aberrometry causing the wrong lens to be implanted. Additional information has been requested.